Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and infection ('infection') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, infection, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, rash, skin disorder, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, fatigue, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, infection, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2008 (previously reported) and (B)(6) 2008. Plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test(s) (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event of "injury" was updated to pelvic pain. New events added dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), rash, skin condition, psych injury, bladder problems, urinary problems, vag. Infect, fatigue, hair loss, migraines and infection. Essure explant date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.